Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received at the galway return product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact with the valve skirt in a crimped state. All leaflets were dry, stiff, and slightly pliable. All leaflets exhibited severe creases and imprints; conditions possibly associated with the valve being inside the delivery system for an unknown duration of time. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures were intact. Severe creases and frame imprints were found on all leaflets and on the valve skirt. The valve was submerged in a warm saline bath. The valve maintained a compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Conclusion: one static image was provided for review of the event. The patient¿s executive summary was provided for anatomical review. Fluoroscopic valve load inspection was not provided. The patient¿s annulus perimeter was 78.8 millimeter (mm) with a perimeter derived diameter of 25.1mm, suggesting a 29mm evolut. Of note, the aortic valve leaflets appeared to be heavily calcified. Medtronic pre dilatation guidance suggests choosing a balloon size based on the minor axis of the annulus. In this case, the annular minor axis was 22.2mm suggesting a 22mm semi compliant balloon or a 21mm non-compliant balloon. It was reported that a pre dilatation was performed with a 21mm balloon of unknown type. The valve appeared to be under-expanded rather than infolded. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, since it was not entirely evident if the valve was under-expanded versus infolded, proper action was taken by the physician and the field team to ensure patient safety. The device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s calcified anatomy was likely a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve was not deploying due to the "massive calcification". Per the physician, the "massive calcification" contributed to the infold. No misload was noted during loading of the valve. Due to the need for a new valve, the procedure was delayed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a calcified aortic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 21 millimeter (mm) balloon. The valve was positioned for deployment however did not deploy. An infold was noted. The valve was recaptured. The valve was deployed again however would not deploy properly again. The valve was removed from the patient. A pre-bav was performed again with a 23 mm balloon. A new valve and delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.